Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact on the customer¿s blood glucose level. The customer was instructed to plug the wall adapter into a working outlet for at least 30 minutes, and the issue was resolved as the battery charged normally.